Manufacturer narrative:
Product event summary: the device was returned and analyzed. The connector wiring was open/electrical discontinuity. Physical analysis computed tomography concluded that the characteristic features indicative of the single shot assembly resistance spot weld were missing. If information is provided in the future, a supplemental report will be issued.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.